Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: this instrument is composed of 2 parts. There was a threaded pin got stuck in the sizing guide and its second part was missing. As per the images attached. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of returned device revealed attune mes sizing/rot gde had the hp threaded pins headed 6 pk inserted on one of the fixation pin holes. Additionally, the stylus component was not returned for evaluation; the paint injection engraving was not present on device; and scratches were found on the black bottom of device. A new design solution was developed for the condition of lost paint injection engraving; the solution involves the addition of a white polymer component, over which the structural black plastic is shot, thereby forming a "2-shot" instrument. Therefore, potential cause for this condition can be traced to an end of life problem as device has the previous design. Where scratches were found, the condition may be consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was performed for the attune mes sizing/rot gde, confirming jammed condition on fixation pin hole. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like usage of excessive force in a prying motion while drilling. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune mes sizing/rot gde would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a certificate of compliance review was performed for the finished device abc12794 number, and no non-conformances or irregularities were identified. Corrected: h3.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
There was a threaded pin got stuck in the sizing guide and its second part was missing. Patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Event description:
Additional information was received: the threaded pin got stuck in the sizing guide with the lot no, which cannot be visible to record.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "this instrument is composed of 2 parts. There was a threaded pin got stuck in the sizing guide and its second part was missing." The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation did not revealed the reported jammed/seized condition for attune mes sizing/rot gde. Review of provided photo shows that the device and threaded pin are in contact but without having actual device for evaluation and functional test performed on it, reported condition cannot be confirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the attune mes sizing/rot gde would not contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "this instrument is composed of 2 parts. There was a threaded pin got stuck in the sizing guide and its second part was missing." The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4). The photo investigation did not revealed the reported jammed/seized condition for attune mes sizing/rot gde. Review of provided photo shows that the device and threaded pin are in contact but without having actual device for evaluation and functional test performed on it, reported condition cannot be confirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the attune mes sizing/rot gde would not contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.